Manufacturer narrative:
Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had pain not otherwise specified, gushing blood/hemorrhaging (interpreted as genital bleeding) and pelvic inflammatory disease. She was to the point of suicide. Several years after the insertion, the essure was removed along with uterus, cervix and fallopian tubes. She recovered from all events after this surgery. The pain, genital bleeding and pelvic inflammatory disease are listed events while suicidal thoughts is unlisted. In this particular case, the onset date of events was not informed, but it is implied that all these events occurred during essure use. Considering this compatible temporal relationship between pain/bleeding and essure use, lack of alternative explanation, the causal relationship between these events and essure cannot be excluded. In contrast, the pelvic inflammatory disease is considered unrelated since it occurred after the 3 month confirmation test and therefore the temporal relationship is incompatible. The suicidal thoughts is also assessed as unrelated due to nature of this event and the fact that essure has only a localized action in the fallopian tubes. This case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0409, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer stated essure ruined her life for 9 years. From the very beginning she was having problems and the doctors always blamed her symptoms on other things. She stated she was to the point of suicide. She wanted to die. Finally, she found a doctor to remove all of it, her tubes, her uterus and cervix. After she had the devices put in she had cramping and the physician said it was normal. By the time she went for three month follow up she told to the doctor she was gushing blood and thought she was hemorrhaging. He did ultrasound and found her very first fibroid, so that's what caused the bleeding he said and that was common. She ever had problems with her uterus before the implant. She broke out hives, and was told it was stress. She had a metal taste in mouth, dental problems, her teeth started breaking. Her ovulation was dreadful, she went to hospital with pelvic inflammatory disease and was told she had endometriosis, and cyst on ovary. One time her ovulation was so bad her son asked if she was having a baby. She gained weight looked seven months pregnant. Her eyes were bad, she had 20/20 vision before. She was exhausted all the time. By the end of it all she had so much pain she could not even sleep. She still had a bathroom full of all the things she had tried to relieve her pain, mostly heating pad, icy hot, black cohosh, pain relievers. The lack of sleep had her up every night crying all night long. She had her surgery on (B)(6) 2014 and it was all gone. She still had her ovaries and had no pain ever since. She no longer taste like she had been sucking coins. Her energy was back. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had pain not otherwise specified, gushing blood/hemorrhaging (interpreted as genital bleeding) and pelvic inflammatory disease. She was to the point of suicide. Several years after the insertion, the essure was removed along with uterus, cervix and fallopian tubes. She recovered from all events after this surgery. The pain, genital bleeding and pelvic inflammatory disease are listed events while suicidal thoughts is unlisted. In this particular case, the onset date of events was not informed, but it is implied that all these events occurred during essure use. Considering this compatible temporal relationship between pain/bleeding and essure use, lack of alternative explanation, the causal relationship between these events and essure cannot be excluded. In contrast, the pelvic inflammatory disease is considered unrelated since it occurred after the 3 month confirmation test and therefore the temporal relationship is incompatible. The suicidal thoughts is also assessed as unrelated due to nature of this event and the fact that essure has only a localized action in the fallopian tubes. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.